Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2018 wherein the original lead was revised within the epidural space which resolved the issue.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced diminished therapy since (B)(6) 2017. Reportedly, reprogramming only provided partial stimulation on one lead contact.; however impedances were normal. X-ray imaging revealed lead migration. As such, a neurosurgeon consult was scheduled as the next course of action.